Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user inserted an infusion set without removing the blue needle guard, resulting in interrupted insulin delivery and subsequent hyperglycemia, which resolved after the user removed the set and placed a new one; the issue involved an infusion set deployment error with no device alarms. Symptoms included elevated blood glucose up to 400 mg/dl without reported ketones or acute complications. Outcomes included temporary blood glucose levels outside the target range for several hours with no medical intervention or hospitalization. Investigation included product-use troubleshooting and user education. Investigation of this case revealed user error related to infusion set insertion technique. It was concluded that the event was attributable to incorrect infusion set deployment, and the device functioned as designed once a properly inserted set was used. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.